Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) levels ranged from 235-280mg/dl and a correction bolus was delivered to address the bg level. No troubleshooting was performed for the past occlusions, the customer mentioned they were resolved by either changing the site or changing all of the supplies. Troubleshooting was performed using the current supplies and the pump functioned as intended. Reportedly, the customer wears their pump against their skin. The customer was to monitor the pump performance and see if the issue reoccurred when the pump was not against the customer's skin; no supplies were to be changed.